Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, chronic total occluded (cto) left superficial femoral artery (sfa). The ht command guide wire was crossed but did not penetrate the cto lesion and was removed from the anatomy. A non-abbott guide wire was used to access the lesion, after which the same ht command guide wire was used and was successfully placed. The 5.0x80 mm fox sv balloon catheter was advanced over the guide wire and placed in the lesion for predilatation, and was inflated 3 times up to 6 atmospheres. The balloon was confirmed to be completely deflated; however, could not be retracted into the 4f sheath as the proximal end of the balloon was stopping at the distal end of the sheath. Negative pressure was applied to ensure complete deflation; however, it was not possible to retract the balloon catheter through the sheath. Strong force was applied and the catheter was able to be retracted. A non-abbott stent was deployed with success at the lesion. The fox sv balloon was inspected outside the anatomy and it was observed that the balloon refold was inadequate. Negative pressure was applied on the balloon to get a better refold on the balloon so it could be used for postdilatation of the deployed stent; however, the refold was again poor. Despite this, the balloon catheter was backloaded onto the guide wire for use but the balloon catheter stopped at the proximal end of the 4f sheath and could not be advanced into the sheath. The decision was made not to use the fox sv balloon any longer and a non-abbott balloon catheter was used to complete postdilatation of the stent to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the introducer sheath and balloon refold issues were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox sv percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: please note that if multiple inflations / deflations have taken place, some resistance can occur upon device removal. It should also be noted the warnings/precautions section states: do not advance the fox sv against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Additionally, the IFU states: carefully inspect the catheter to verify that it has not been damaged and its size, shape, and condition are suitable for the procedure for which it is to be used. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command, terumo 35; sheath: 4f cook sheath; stent: pulsar 6.0mm x 17cm. (B)(4) - excessive force, use after damage. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.